Event description:
Pt reports cadd ms-3 pump (B)(4) gave her an error of cartridge not found on (B)(6) 2018. Sending replacement pump. This was her backup pump and she did not miss any therapy, and no adverse effects. No more info given. The reported product fault did not occur while in use with a pt. The product issue did not contribute to pt or clinical injury. Dose or amount: 99.6 nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pph.